Manufacturer narrative:
Per the t:slim x2 user guide, the resume pump alarms means that insulin delivery has stopped for more than 15 minutes. If not acknowledged by tapping close, the pump will re-notify you every 3 minutes at highest volume and vibrate. If acknowledged by tapping close, the pump will re-notify you in 15 minutes. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer woke up with a high blood glucose (bg) level (700 mg/dl) and the customer was hospitalized for diabetic ketoacidosis (dka). The customer was treated with an intravenous insulin and fluids. The pump data showed that the customer had suspended insulin delivery at 2 am and did not resume insulin delivery which resulted in a high bg. The resume pump alarm declared and repeated as expected. The customer thought that she might have suspended insulin delivery in her sleep and was unaware that this was done. Prior to being hospitalized, the customer changed the pump supplies. The customer was discharged 3 days later and reverted to using another method for insulin delivery. The customer reported that pump therapy was to be resumed on the day of the report.